Event description:
The facility representative reported a colleague infusion pump that experienced failure code 550:320:651. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming/set-up. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with a failure code of 550:320:651 was not confirmed by baxter personnel during product evaluation. However, failure code 550:320:654:0000 was found in the pump's event history. This condition was not duplicated and the root cause was not identified. The rear inverter and speaker harnesses were replaced as a precaution.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through mdq-CAPA-(B)(4).this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump.a device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.